Event description:
It was reported through a post market clinical follow up (pmcf) evaluation report identifying the prostyle vessel closure device that may be related to the following: death, hematoma, stenosis, occlusion, av fistula, pseudoaneurysm, access site bleeding, failure to achieve hemostasis and intervention. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
B2: date of procedure estimated as: (B)(6) 2023. B3: date of event estimated as: (B)(6) 2023. H6: medical device problem code clarifier: 1494 indication for use. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage, hematoma, stenosis, fistula, occlusion, pseudoaneurysm are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Single device placement was used with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), (el2127594, revision c, section 4.0) states: for access sites in the common femoral vein using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, hematoma, stenosis, fistula, occlusion, pseudoaneurysm, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects, malfunctions and devices reported in the pmcf report are captured under separate medwatch reports. Literature attachment: article title post-market clinical follow-up evaluation report vessel closure devices.

Manufacturer narrative:
Corrections: b3 - date of event: updated from (B)(6)2023 to 6/01/2024. B5 - describe event or problem: updated. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number: updated from ni to unknown. Updated: literature attachment: article title: rpt2130848 rev e.pdf to rpt2130848 rev f released on 10/17/2024.

Event description:
Subsequent to the previously filed report for the post-market clinical follow-up (pmcf) evaluation report vascular closure devices where data was captured from (B)(6) 2022 to (B)(6) 2023, additional information was received for the same pmcf on (B)(6)2024. The data capture was extended for another year and the same outcomes were measured between (B)(6) 2023 and (B)(6) 2024. Although the same outcomes were measured as in 2023, there were zero reports of infections, zero reports of fistulas and zero reports of blood transfusions in patients who received the prostyle device for this 2024 time frame.